Manufacturer narrative:
Concomitant product: ddmb1d4 ICD, 5076-52 lead, implanted: (B)(6) 2016.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for oversensing noise, sensing integrity counter (sic), and high rate non-sustained episodes. It was also noted that the patient received 36 shocks. Follow-up determined that the shocks were appropriate due to the patient condition of torsades de pointes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.